Manufacturer narrative:
This is one of one initial/final report for this complaint. (B)(4). Three attempts to request product back were unsuccessful, additional information will be submitted within 30 days of receipt. Based on the information, the event could not be confirmed. The deltapaq coil was not returned for analysis; therefore the root cause of the coil failing to detach could not be determined. However a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by the health care professional, during the procedure, the deltapaq coil (dfs10051520/p10072) failed to detach. The physician was unable to detach the coil even after replacing control cable; the coil that was placed had to be retrieved. It is unknown if there were any patient injuries or complications. It is unknown if the reported event caused additional intervention or surgical delays.

Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint. Very limited information was received. Both the unidentified detachment control box (dcb) and the connecting cable(s) were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, unreported damage of the exposed and damaged coil being entangled and knotted around the device positioning unit (dpu) and the sheath was found. The sheath had to be cut in multiple places in order to remove the damaged coil for inspection purposes. Due to post-procedural handling, cleaning, and packaging, the circumstances of how and when this damage occurred to the unit cannot be determined. The detachment fiber was undamaged, intact, and did not receive heat and melt. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms (range 48.5/56.0) and the enpower and cable systems ready green light failed to illuminate (IFU). The complaint of the coils non-detachment is confirmed. The dpu failed electrical testing. While the root cause cannot be determined, the most likely contributing factor to the unit failing to detach may have been due to wiring damage and/or a fracture of the solder joint connection. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the deltapaq coil (dfs10051520/p10072) failing to detach was confirmed in analysis. There is no evidence from the DHR review of any manufacturing issues related to the complaint. Review of the information suggests that wiring damage and/or a fracture of the solder joint connection may have contributed to the detachment failure. Since there was no evidence of a manufacturing issue, no corrective actions will be taken at this time.